Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected field: d9 (return to manufacture date).

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, d9 (return to mfg date), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse cleaned battery connector from cart, residue was built between connector to resolve the issue. The fse replaced the front end board because of the connection issue. The fse replaced the o-ring because it's closed to 2500 hours and performed safety check based on manufacturer specifications. Return unit to customer for use. The failure analysis and testing dept. Received part number with a reported unit failure of the battery not recognized and keep ejecting itself. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number at.

Event description:
It was reported by customer during routine check that cardiosave intra-aortic balloon pump (iabp) battery not recognized and keeps ejecting itself. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6: component codes, investigation findings.